Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient began experiencing hematuria and shortness of breath while at home. The patient was admitted into the hospital that day for possible pump thrombosis. His ldh and plasma hgb on admission were 4837 and 198, respectively. His ldh continued to rise and eventually peaked at 10944, while he was on a high-intensity anticoagulant. All the while his hgb (not plasma hemaglobin) was slowly trending down into the 7's. The patient's pi's were consistently in the mid 2's to lower 3's with power elevations up to 9. The patient's hematuria did not resolve until his pump was exchanged. He remained on a high-intensity anticoagulant until the point of surgery. It was also reported that the patient's inr was therapeutic at the time of submission and had been therapeutic as an outpatient. A (B)(6) revealed, "findings suggestive of an obstructive process in the lvad cannula, such as thrombosis." The patient's pump was exchanged without any complications. The inflow conduit and outflow graft were not exchanged. The patient remains ongoing with the new lvad.

Manufacturer narrative:
The device was returned to the manufacturer, as is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.